Event description:
During the course of a minimally invasive aortic valve replacement. The ge vivid I suffered from repeated malfunctions without recovery. The system required re-booting to continue function. The first event occurred after changing the probe from tee to epiaortic. The system would not recognize either probe and displayed a "probe removed" error requiring reboot.the next event occurred while coming off of cardiopulmonary bypass and de-airing. The screen image was frozen and unable to be freed. This also required a reboot.

Event description:
During the course of a minimally invasive aortic valve replacement. The ge vivid I suffered from repeated malfunctions without recovery. The system required re-booting to continue function. The first event occurred after changing the probe from tee to epiaortic. The system would not recognize either probe and displayed a "probe removed" error requiring reboot.the next event occurred while coming off of cardiopulmonary bypass and de-airing. The screen image was frozen and unable to be freed. This also required a reboot.